Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: an unused sample was received for evaluation. Visual inspection was performed and a white particle matter was observed inside the bag. No functional tests were performed. The reported condition was confirmed. The root cause was not determined. The sample was received before submission of the initial MDR and initial evaluation confirmed the reported condition. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
The pharmacist of a facility reported to baxter taiwan that an all in one empty container, with connector, was observed to have an unknown particle inside the solution bag. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time. .